Event description:
A nurse reported that they had blades with dings and bends which resulted in occasional tears during surgery that required a stitch. An unspecified number of events has occurred over the last three weeks. Additional information has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a ding or bend were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Because a sample was not returned and no evidence of non-conformity could be found in the lot record review, the root cause cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).